Event description:
The patient reported: I'm reaching out for a refund. I've been using the byte at-night aligners and protection program since february 2024. Even though I was diligent about wearing each aligner for 10 hours or more each day and using the hyperbyte, I did not see any improvement by week 10 out of 12. My teeth appear to be the same as before starting the byte treatment. I decided to stop the rest of my byte treatment and will not order the retainers as part of the protection plan. A letter of recommendation from the doctor of dental surgery advised ceasing treatment due to the bite being off.

Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that they had to remove his u10 aligner and his upper right very last molar broke. Customer stated this happened two weeks ago, and they have been too busy with work to reach out. Has stopped wearing aligners since the tooth broke due to being afraid of further damage no fillings/crowns in that area/associated tooth. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.